Event description:
Device issue: difficult to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was felt. The operator did not feel comfortable with the resistance; activated the safety release, which retracted the locator wings and released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.